Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and replaced the graphic user interface (gui) printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator lost communication between the breath delivery unit (bdu) and the graphic user interface (gui) display. Although ventilation was not interrupted, the patient was transferred to another device. There was no harm to the patient as a result of this event. This report is being submitted as it has been identified for reporting based on a retrospective complaint review.